Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A medtronic representative reported of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 600+ mg/dl. The customer stated that the tape was not sticking and there was blood and irritation at site. The customer was treated with 2 bags of saline and 15 units of insulin. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer will call back to troubleshoot.